Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient reported having to recharge more frequently. The patient stated that this have been happening for the past couple of months. The patient was looking for a clinician near them. No further complications were reported or anticipated. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. The patient reported that he increased activity level. Patient state they have been monitoring the charging diary. Patient stated they were looking for a nearby clinician since their move . A home contact was provided. Patient stated the charging more frequently has been resolved and they will keep diary on the battery.